Event description:
S: I found that my patient's tpn was leaking from somewhere in the 0.2 micron filter (ref #10011865). B: on patient assessment, I felt a wet spot on the side rail of the crib around where the tpn tubing was laying. On inspection, it appeared that tpn was leaking from the flat circular part of the filter. I could see liquid appearing out of the filter, but could not see any cracks or breaks in the line or from the actual filter. I notified the medical team and we stopped the tpn infusion and I removed all of the tubing and replaced it with maintenance IV fluids. A: since this line was connected to the patient's PICC line, I was concerned for infection but luckily this patient is already on an antibiotic. It is also unfortunate that the patient will not be receiving any parenteral nutrition until they can order tpn for the following day. R: I recommend that this product be investigated so that this does not happen again. Since there was no obvious break in the filter, the reason for where and why it was leaking needs to be solved.